Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 4.00 x 12mm synergy xd drug eluting stent was selected for use. However, during preparation after unpacking, it was noticed that the stent strut was lifted. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).